Manufacturer narrative:
Batch review performed on 03-apr-2024: lot 2117667: (B)(4) items manufactured and released on 26-apr-2022. Expiration date: 2027-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision 1 year and 5 months after primary tha, due to stem subsidence. In the radiographic image provided, the stem appears slightly undersized and this may have contributed to cause the subsidence. There is no reason to suspect a mafunctioning device.

Event description:
At about 1 year and 5 months after primary, the patient came in reporting pain and stem subsidence. The surgeon revised successfully all components.